Event description:
Pump issued an altitude alarm 21 alert, and there was no adverse impact to the customer¿s blood glucose level, which did not exceed 500 mg/dl. Technical support instructed the customer to remove obstruction from the pump¿s speaker holes, clean them with a brush and lint-free cloth, reconnect the cartridge, and resume insulin delivery. After following these steps and waiting, the customer successfully resumed normal pump operation without further alarms.